Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that while the patient was in (B)(6), the cannula dislodged from the infusion site on the abdomen after approximately 25-36 hours of pod wear. The patient stated that the adhesive remained secure during wear and the smell of insulin was detected, suggesting potential insulin leakage. As a result, the patient's blood glucose levels increased to approximately 22 mmol/l (396 mg/dl). The patient successfully resumed treatment. No medical intervention was reported.